Event description:
It was reported that there was an electrocardiogram that showed minute ventilation (mv) signals on the 12 lead, except lead 3 and there was nothing noted on the device at all. Technical services suggested that perhaps leads 1 and 2 were more directly in line with the vector that the mv signal was being sent on. No adverse patient effects were reported.